Manufacturer narrative:
The pump was returned assembled with the driveline severed approximately 3 inches from the pump housing. The severed portion of the driveline, the sealed inflow conduit, the sealed outflow graft, bend relief, and bend relief collar were not returned. The inlet stator bearing cup and rotor bearing ball revealed a dark red, tissue-like deposition. The thrombus had areas that were denatured and had a ring-like structure with laminate layering, which are indications that it likely developed over an undetermined period of time around the bearings while the pump was in operation. The deposition was of moderate size and would have impeded flow. However, a specific time period in which it developed and the duration of its presence in the pump could not be conclusively determined. The outlet stator revealed a pink, soft deposition. The deposition was loosely seated. There was no evidence of lamination or denaturing, and there were no contact marks on the outlet section of the rotor to indicate that it was present in the pump while it was operating. The deposition had minimal flow area obstruction. However, the origin of the deposition and the duration of its presence in the pump could not be conclusively determined. Although a specific cause for the depositions and a time frame for which they were present in the pump could not be determined, they would have potentially contributed to the report of hemolysis and elevated ldh. No other depositions were identified. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled, and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process; the device functioned as intended. Thrombus and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of the device - 4 months. The explanted device was returned for analysis. The evaluation is not complete. The patient remains ongoing on lvad support with the replacement device. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). On 02/03/2017, it was reported that the patient¿s lactate dehydrogenase (ldh) was elevated and the patient was experiencing hematuria. On (B)(6) 2017, the patient underwent a pump exchange. No additional information was provided.